Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 14 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.22 kgf in average and 0.210 in minimum (ep requirements: 0.10 kgf in average and 0.036 kgf in minimum). Needle attachment strength results conducted on the closed samples received are 0.224 kgf in average and 0.008 kgf in minimum (ep requirements: 0.082 kgf in average and 0.041 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the european pharmacopoeia and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the suture repeatedly tore during the operation. According to the chief physician and the senior physician, it tore both in the middle and directly at the needle. Further information has not been received.